Manufacturer narrative:
Additional information: facility name: (B)(6).

Event description:
A report was received that the patient was unable to charge due to the ipg migration. The patient underwent an ipg pocket revision procedure and the charging issue was resolved. The event was assessed as being related to procedure and device and not related to stimulation.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was unable to charge due to the ipg migration. The patient underwent an ipg pocket revision procedure and the charging issue was resolved. The event was assessed as being related to procedure and device and not related to stimulation.